Event description:
Rptr complained of effects on her sex life, calcium deposit, pain, changes in sensation, hardening of the breast, change in nipple and breast, swollen glands and nodes, fatigue, swelling of the hands and feet, hair loss, rheumatoid arthritis, loss of energy.